Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. Per additional information, the device was operating as expected. It was reported that heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The heartmate 3 lvas instructions for use lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found deceased on (B)(6) 2025 at their home. The batteries were completely depleted, and the pump was off. Log files were submitted for review and captured low power advisories beginning at 9:16 pm on (B)(6) 2025, with the batteries being completely depleted by 10:31 when no external power alarms began. The ebb was then depleted at 12:03 am on (B)(6) 2025 which caused the system controller and pump to shutt off. This was indicative that the patient may have been sleeping on batteries as noted by the clinic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.